Event description:
It was reported that the user contacted support after being advised by a healthcare professional to perform a factory reset of the ilet system due to overtreating low glucose episodes, and the agent walked the user through the factory reset, which was completed. The device component was not implicated. Symptoms included hypoglycemia and hyperglycemia ranging from 44 mg/dl to 307 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage problem was identified, characterized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.